Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing via a reduction in the intrinsic amplitudes during atrial fibrillation. Office testing found that the sensing was poor in all three vectors. The patient was then given amiodarone and converted into a normal rhythm. The local representative checked the device and discussed device programming with technical services. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing via a reduction in the intrinsic amplitudes during atrial fibrillation. Office testing found that the sensing was poor in all three vectors. The patient was then given amiodarone and converted into a normal rhythm. The local representative checked the device and discussed device programming with technical services. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing via a reduction in the intrinsic amplitudes during atrial fibrillation. Office testing found that the sensing was poor in all three vectors. The patient was then given amiodarone and converted into a normal rhythm. The local representative checked the device and discussed device programming with technical services. There were no additional adverse patient effects. The system remains implanted.